Event description:
It was reported that failure occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of failure is reportable based on the finding of an app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).